Event description:
Alleged the head and knee functions moved unintentionally.

Manufacturer narrative:
The facilities maintenance found the side rail switch stuck. Maintenance cleaned the switch contacts to repair the bed.